Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual but fast increase in the shock impedances out of range. In the records was noted that this rv lead was surgically abandoned. The technical services (ts) recommended to performed x rays to evaluate the rv lead as it is suspected a lead impairment. The patient is hospitalized due to heart failure. At this time, this rv lead remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual but fast increase in the shock impedances out of range. In the records was noted that this rv lead was surgically abandoned. The technical services (ts) recommended to performed x rays to evaluate the rv lead as it is suspected a lead impairment. The patient is hospitalized due to heart failure. At this time, this rv lead remains implanted. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient with the cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized due to discomfort and multiple shocks on sustained ventricular fibrillation (vf). It was noted that the crt-d delivered anti-tachycardia pacing (atp) and eight unsuccessful shocks. One shock exhibited high impedance out of range on this right ventricular (rv) lead. The technical services (ts) recommended to investigate if the out-of-range value could be due to noise generated by the lvad. The patient arrived at the hospital urgently in vf and was conscious thanks to the lvad. The vf was effectively cardioverted by an external defibrillator. Upon reviewed, it was found that the atp was not successful in converting the arrhythmia and the device charged to deliver a shock. The shock was subsequently delivered and changed the ventricular morphology (likely from a ventricular tachycardia (vt) to a vf). Additionally, there is a clear fluctuation in the shock impedance over the last year. The ts mentioned this could possibly be due to calcification process. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No additional adverse patient effects were reported.